Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported ¿poor aspiration". However, the reported ¿connector instability of the handpiece¿ was replicated. The company representative was able to calibrate without issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the ¿connector instability¿ is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. The reported ¿poor aspiration¿ was found to have no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic console has poor aspiration during ultrasound. The problem was resolved by replacing the handpiece and changing the handpiece connector. No effect on the patient.